Event description:
It was reported that after a da vinci-assisted surgical procedure, the cover of the maryland bipolar forceps was melted. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the customer noticed the issue after clinical use. The side of the pulley cover on the instrument was damaged. The instrument was inspected prior to use and after sterilization in central processing. It was unknown if arcing occurred or what caused the thermal damage. The customer reported the instrument could be used without any problems during the procedure. The procedure was completed robotically with no report of patient injury. There was no allegation of fragments fallen inside the patient. No image was available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. This failure is typically associated with mishandling/misuse.